Manufacturer narrative:
Insulin pump received with act button not responding .no corrosion or flattened pad found. However connector on lcd boar was unlocked noted. No anomaly on lcd display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Blood glucose was unknown at time of incident. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.